Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed scraped off forceps plug mouthpiece could not be determined, however, it is likely that the plug damage was the result of repetitive use stress, external factors, or handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope". ¿inspection of the entire endoscope¿. ¿1 visually check that there are no large scratches, deformations, loose parts, or other abnormalities in the appearance of the eyepiece and control panel¿. In addition, the following non-reportable malfunctions were found during the device evaluation: tip cover damaged. Tip cover air leak. Insertion part curved rubber adhesive part chipped. Insertion tube bending tube insufficient angle. Tip part light guide bundle stain. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a shdow in the field of view on the uretero-reno fiberscope. There was no patient harm associated with this event. During the evaluation of the device, the evaluation found the forceps plug mouthpiece was scraping. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the findings reported in the event description, the following non-reportable malfunctions were identified: due to objective lens damage, field fogging occurred; scratches on various parts of the device; forceps channel port shaved and deformation or breakage due to handling. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.